Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a low glucose event on 26 january 2025 at 02:00pm where user's sg was 57 mg/dl and bg was 57 mg/dl.after dms review,it was confirmed on (B)(6) 2025 at 02:00pm where user's sg was 67 mg/dl and no bg was entered.after dms review, we confirmed that the user didn't receive a low glucose alert at the time of event because no sensor was detected at 1:58pm est.the user didn't seek for medical treatment and resolved the event by eating some chocolate.the user's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The user reported a low glucose event on (B)(6)2025 at 02:00 pm where user's sg was 57 mg/dl and bg was 57 mg/dl. A review of the data management system (dms) data alert history revealed that the sg value at 2:00 pm was 67 mg/dl, which was slightly above the low alert threshold of 65 mg/dl. The user received a low glucose alert at 2:09 pm when the sg value (57 mg/dl) went below the low alert threshold. The user complained that she was not notified of the low glucose alert. The user's hcp was not aware of the event and was advised to follow up with their hcp for medical guidance. An case (B)(4) was created to address the issue where the user did not receive the alert notification when her blood glucose level was below target. From the limited information available in the case information, the user saw the alert when the app screen was in the foreground, but she did not feel the alert vibration from the transmitter.the user refused to complete troubleshooting process and stated that she only wanted to change the setting of target and alert glucose levels. At the time of closure of this complaint there were no further complaints from the user regarding transmitter vibrations. The user potentially had an issue with the app failing to display the alert to the user when it is running in the background, her phone sound settings at the time of the event or inadvertently missed feeling the transmitter vibration at the time of the event. The user did not seek medical treatment and resolved the event by eating some chocolate. B4. Date of this report 11 march 2025. G3. Date received by the manufacturer? 11 march 2025. D1. Updated to eversense sensor. D2a.updated to implantable glucose monitoring system, sensor. D4. Updated additional device information. H4. Device manufacturing date updated to 16 september 2024. H6. Health effect -impact code updated to 1012. H6. Component code updated to 510. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.